Event description:
The customer reported a false positive result with the binaxnow covid-19 antigen card on an unknown date, using an unspecified sample type. Confirmation pcr testing was performed on an unknown date, using an unspecified sample type which generated a negative result. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
This investigation is still in progress. Once the investigation is completed, a supplemental report will be provided.

Manufacturer narrative:
Additional data : d4, h4. Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 154949 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-000 / lot 154949, test base part number195-430h / lot 147682a. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 154949 showed that the complaint rate is 0.0016%. Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue; however, it could possibly be related to the specific patient samples.